Event description:
Reporter indicated a vns therapy pt had her vns device disabled because she began to experience debilitating migraines. She has a history of migraines; however, it was suspected that the device may have been exacerbating those symptoms. The treating physician feels that, at this time, it is not likely to be turned back on, and perhaps eventually removed. Good faith attempts to obtain additional info have been unsuccessful to date.